Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicates swg/catheter resistance - unraveled.

Event description:
Physician using product was able to access the vessel for cvc placement and the raulerson syringe was in place with the guidewire through it. When the needle was attempted to be removed from the patient to put the dilator on, the physician met resistance. The guidewire was then removed with the needle and the entire guidewire was removed and the procedure was abandoned. The reported defect was detected during use. The patient condition is reported as "fine". There was no patient complication, injury or consequence. Therapy was reported to be delayed/interrupted.

Manufacturer narrative:
Qn#(B)(4). The customer returned a 3-l catheter, with the guide wire still inside, and lidstock for evaluation. After dislodging the guide wire from the catheter, large amounts of dried biological material were observed between the coils of the guide wire. Visual analysis confirmed that the guide wire was unraveled towards the proximal end. Several kinks were also observed. Microscopic examination revealed that the core wire has separated adjacent to the distal weld. Examination also revealed that the j-bend was misshapen. Despite this, the distal weld appeared spherical and intact. No defects or anomalies were observed on the catheter. The total guide wire length measured 600mm, which is within the specification limits of 600-608mm per the guide wire graphic. The guide wire outer diameter measured .798mm, which is within the specification limits of .788-.826mm per the guide wire graphic. The catheter length from the juncture hub to the distal end measured 214mm, which is within the specification limits of 207mm-227mm per the catheter graphic. The inner diameter of the catheter tip measured 0.96mm, which is within the specification limits of 0.94-1.02mm per the catheter drawing. A lab inventory guide wire with the same outer diameter (.794mm) as the guide wire involved with this complaint was inserted through the returned catheter. Little to no resistance was observed. A manual tug test confirmed that the distal weld was secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in removing guide wire or catheters. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested". The report of an unraveled guide wire was confirmed through complaint investigation. Visual analysis revealed that the coil wire had separated towards the proximal end. Additionally, the core wire was broken adjacent to the distal weld. The guide wire and catheter met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.25 pounds force. The internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Physician using product was able to access the vessel for cvc placement and the raulerson syringe was in place with the guidewire through it. When the needle was attempted to be removed from the patient to put the dilator on, the physician met resistance. The guidewire was then removed with the needle and the entire guidewire was removed and the procedure was abandoned. The reported defect was detected during use. The patient condition is reported as "fine". There was no patient complication, injury or consequence. Therapy was reported to be delayed/interrupted.